Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Further investigation was unable to be performed due to cartridge lot's expiration.

Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 22149i, reader sn (B)(4). Customer tested negative on (B)(6) 2022 with a sars-cov-2 pcr test. Although requested, customer did not respond to technical supports attempts to obtain additional information regarding this false positive result.